Event description:
The customer reported that after they turned on the cool-tip generator, it showed "impedence test failed" after the system self-test. There was a burning smell from the back of the generator. After restarting the generator the same problem was encountered. The procedure was completed with another generator. There was no pt injury.

Manufacturer narrative:
(B)(4) . To date, the incident generator has not been returned for eval. If the generator is returned, or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.